Manufacturer narrative:
(B)(4). The implantable neurostimulator and lead have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient developed pain and redness at the right occipital incision. The area was infected with coagulase negative staphylococcus. The implantable neurostimulator system was promptly removed. There was no patient injury. The patient recovered without sequela after removal.